Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the svc center. A review of the device history indicates on (B)(6) 2013 at 1827, the device was programmed for tpn with taper up and down, a tpn volume of 1040 ml, with a 1 hr taper up and 1 hr taper down, for a duration of 14 hrs and a 1040 ml container size and the device was powered off. Between 1828 and 1853, the device was powered on and off 3 times and a new container was indicated 2 times. At 1857, the delivery was started and taper up began. Between 1957 and 2056, taper up ended and taper down began, ended and an end of infusion alarm occurred and kvo delivery occurred. A new date of (B)(6) 2013 occurred. At 0812, the delivery was stopped. Between 0815 and 0822, a start alarm occurred 3 times. At 0823, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication that intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication, with vtbi (volume to be infused) of 1040 ml, and the delivery was started. No further programming parameters were provided. After approx 12 hours, the customer contact reported that 100 ml had been delivered. The volume expected to have been delivered was unspecified. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.